Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed connection alerts indicating cgm pairing failure and dosing suspension risk while used with libre 3+ and subsequently with dexcom g6, and the user transitioned to backup therapy; troubleshooting and education were completed and a replacement ilet was provided with instructions on shutdown, data handling, and return. Symptoms included sweating, nausea, and generalized aches consistent with hyperglycemia, with a recorded high of 320 mg/dl and prolonged out-of-range glucose. Outcomes included use of subcutaneous insulin by pen and non-medical assistance from a caregiver, without medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.